Event description:
The device continuously alarmed connect electrodes when ff/emt's responded to a person in cardiac arrest. A backup manual defibrillator arrived on the scene and was used to deliver a shock. No further details are known. There were no reports of any adverse affects to the patient as a result of the device use.